Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: it was out of fallopian tube partially and cutting my uterus"), device breakage ("pieces of metal wire, looped at one end") and device dislocation ("migration of implant") in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy and uterine dilation and curettage. Previously administered products included for an unreported indication: codeine, heparin, novocaine and sulfa. Past adverse reactions to the above products included hypersensitivity with codeine, heparin, novocaine and sulfa. Concurrent conditions included bipolar disorder and bipolar disorder. Concomitant products included vitamin b complex (vitamin b). In november 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pain"). In august 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), uterine polyp ("endometrial polyp"), abdominal pain ("belly button pain"), vulvovaginal pain ("vagina pain") and complication of device removal ("one of the essure devices was not able to be removed, still in fallopian tube"). The patient was treated with d& c and surgery (she had surgery to remove the essure on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, device dislocation, depression, pelvic pain, uterine polyp, abdominal pain, vulvovaginal pain and complication of device removal outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for device breakage with essure (ess205). The reporter considered abdominal pain, complication of device removal, depression, device dislocation, menorrhagia, pelvic pain, uterine perforation, uterine polyp, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: per medical record: pathology report: benign endocervical tissue with squamous metaplasia. Endometrial curetting: proliferative type endometrium. Fragments of endocervical polyp with squamous metaplasia. Surgical pathology report: foreign body, endometrial cavity, left and right corneal region and left and right fallopian tube removal: intratubal occlusion device. Endometrium, curettings, biopsy: fragments of atrophic endometrium. Negative for inflammation, atypia or malignancy. Endocervix, curettings, ecc: acute and chronic cervicitis with reactive squamous metaplasia. Negative for atypia or dysplasia. Gross description: pieces of metal wire, looped at one end. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: small ovarian cysts visualized. A small mass is visualized within the uterus consistent with a uterine myoma. Essure are visualized within the cornual regions of the uterus bilaterally.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: it was out of fallopian tube partially and cutting my uterus") and device dislocation ("migration of implant") in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the essure devices was not able to be removed, still in fallopian tube". The patient's concurrent conditions included bipolar disorder. Concomitant products included vitamin b complex (vitamin b). In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pain"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), uterine polyp ("endometrial polyp"), abdominal pain ("belly button pain") and vulvovaginal pain ("vagina pain"). The patient was treated with d& c and surgery (she had surgery to remove the essure on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, depression, pelvic pain, uterine polyp, abdominal pain and vulvovaginal pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, depression, device dislocation, menorrhagia, pelvic pain, uterine perforation, uterine polyp, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: . Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received- new event endometrial polyp, perforation (uterus)/migration of essure device location of device: it was out of fallopian tube partially and cutting my uterus, vagina pain, belly button pain, one of the essure devices was not able to be removed, still in fallopian tube were added. Event abnormal bleeding updated to abnormal bleeding (vaginal, menorrhagia). Outcome of abnormal bleeding (vaginal, menorrhagia) updated to recovered / resolved. New reporter, patient information, medical history, concomitant drug and lab data were added. Previously reported pelvic pain updated to female pelvic pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: it was out of fallopian tube partially and cutting my uterus"), device breakage ("pieces of metal wire, looped at one end / one was cutting my uterus") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy and uterine dilation and curettage. Previously administered products included for an unreported indication: codeine, heparin, novocaine and sulfa. Past adverse reactions to the above products included hypersensitivity with codeine, heparin, novocaine and sulfa. Concurrent conditions included bipolar disorder. Concomitant products included vitamin b complex (vitamin b). In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), uterine polyp ("endometrial polyp"), abdominal pain ("belly button pain"), vulvovaginal pain ("vagina pain") and complication of device removal ("one of the essure devices was not able to be removed, still in fallopian tube"). The patient was treated with d&c and surgery (she had surgery to remove the essure on (B)(6) 2015). At the time of the report, the uterine perforation, device breakage, depression, uterine polyp, abdominal pain, vulvovaginal pain and complication of device removal outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain was resolving. The reporter provided no causality assessment for device breakage with essure (ess205). The reporter considered abdominal pain, complication of device removal, depression, menorrhagia, pelvic pain, uterine perforation, uterine polyp, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: per medical record: pathology report: benign endocervical tissue with squamous metaplasia. Endometrial curetting: proliferative type endometrium. Fragments of endocervical polyp with squamous metaplasia. Surgical pathology report: foreign body, endometrial cavity, left and right corneal region and left and right fallopian tube removal: intratubal occlusion device. Endometrium, curettings, biopsy: fragments of atrophic endometrium. Negative for inflammation, atypia or malignancy. Endocervix, curettings, ecc: acute and chronic cervicitis with reactive squamous metaplasia. Negative for atypia or dysplasia. Gross description: pieces of metal wire, looped at one end. On (B)(6) 2015- she told one of the essure devices was not able to be removed, still in fallopian tube and the other one was cutting my uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: small ovarian cysts visualized. A small mass is visualized within the uterus consistent with a uterine myoma. Essure are visualized within the cornual regions of the uterus bilaterally. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Reporter information, plaintiff middle name was added. Event outcome was updated. Event device dislocation was clubbed with uterine perforation. Event menorrhagia upgraded to incident (intervention required). No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: it was out of fallopian tube partially and cutting my uterus"), device breakage ("pieces of metal wire, looped at one end") and device dislocation ("migration of implant") in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy and uterine dilation and curettage. Previously administered products included for an unreported indication: codeine, heparin, novocaine and sulfa. Past adverse reactions to the above products included hypersensitivity with codeine, heparin, novocaine and sulfa. Concurrent conditions included bipolar disorder and bipolar disorder. Concomitant products included vitamin b complex (vitamin b). In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pain"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), uterine polyp ("endometrial polyp"), abdominal pain ("belly button pain"), vulvovaginal pain ("vagina pain") and complication of device removal ("one of the essure devices was not able to be removed, still in fallopian tube"). The patient was treated with d& c and surgery (she had surgery to remove the essure on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, device dislocation, depression, pelvic pain, uterine polyp, abdominal pain, vulvovaginal pain and complication of device removal outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for device breakage with essure (ess205). The reporter considered abdominal pain, complication of device removal, depression, device dislocation, menorrhagia, pelvic pain, uterine perforation, uterine polyp, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: per medical record: pathology report: benign endocervical tissue with squamous metaplasia. Endometrial curetting: proliferative type endometrium. Fragments of endocervical polyp with squamous metaplasia. Surgical pathology report: foreign body, endometrial cavity, left and right corneal region and left and right fallopian tube removal: intratubal occlusion device. Endometrium, curettings, biopsy: fragments of atrophic endometrium. Negative for inflammation, atypia or malignancy. Endocervix, curettings, ecc: acute and chronic cervicitis with reactive squamous metaplasia. Negative for atypia or dysplasia. Gross description: pieces of metal wire, looped at one end. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2015: small ovarian cysts visualized. A small mass is visualized within the uterus consistent with a uterine myoma. Essure are visualized within the cornual regions of the uterus bilaterally. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, pelvic pain." Most recent follow-up information incorporated above includes: on 6-dec-2018: reporter information was added. The case is medically confirmed. Her demographic was updated. Her historical conditions and history of drug allergies were added. Per medical record: event: pieces of metal wire, looped at one end was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, depression and pain outcome was unknown. The reporter considered depression, device dislocation, genital haemorrhage and pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.